Event description:
Customer reported that the sensor is not reading accurately and the insulin pump when into threshold suspend. Customer stated that she had low blood glucose of 46 mg/dl and she treated with orange juice. Explained to customer the difference between sg vs. Bg. Troubleshoot was performed and the insulin pump appears to be working as design. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.